Manufacturer narrative:
(B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing high estimated flows and high pump powers. The patient however did not show any heart failure symptoms or any clinical signs of thrombus and was asymptomatic. All laboratory values were reported to be unremarkable including the lactate dehydrogenase, inr and urine. A cardiac CT scan with contrast reflected that the pump and cannulas were in normal position and there was no visible clot. There is evidence of good pump function via (B)(6) study. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of an increase in the pump power level and estimated flow rates was confirmed based on the information contained in the submitted system controller log file. However, a correlation between the returned pump and the changes in the pump parameters could not be determined. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The returned device functioned as intended during testing. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.